Event description:
The customer reported motor errors on the insulin pump. The customer reported the device failing to prime, and no delivery of insulin. A significant event leading up to the issues was the device being x-rayed. The customer's blood glucose value was 467 mg/dl. The customer did not have a back up plan and was on vacation. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip, a scratched reservoir tube window, a missing end cap sticker, and minor scratches on the lcd window.